Manufacturer narrative:
(B)(4). (B)(6). The lot was manufactured from october 14, 2014 to october 15, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a black mark found in the filter of a large volume infusor. This was observed after compounding with an unspecified amount of fluorouracil. There was no patient involvement. No additional information is available.